Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customer's reported issue. The ventilator was tested with a known good docking cradle and known good patient circuit connected. The ventilator passed 110 hours of extended tests at the customer¿s settings. The ventilator passed an initial final test and an initial alarm volume test.

Event description:
It was reported to carefusion that the unit sounded quieter than normal, and was not delivering any breaths during patient use. There was no patient or user harm associated with this complaint; the crew was able to take a ventilator from the referring hospital and use it for the transport of the patient.